Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they are supposed to have surgery on the (B)(6) of october to replace their implant. Patient stated that this will be the 2nd replacement they have had. Patient said that they had the first battery replaced and now it's time for the 3rd one. Patient asked about the difference between a rechargeable and non-rechargeable implant. Agent reviewed information with the patient. Caller stated that they feel like the implant is running down fast but they were aware that battery life is dependent on settings. Caller also mentioned that they are still having levodopa/carbidopa but feel like the medication wears off sooner than it used it. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.